Event description:
It was reported that the water filter of the reprocessor took a long time to supply water during reprocessing. The water filter lasted less than a week and needed to be replaced. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: - the water filter may have retained the detected material, leading to clogging of the filter. As a result, the amount of water supply may have decreased. - in addition, another investigation suggested that the retained foreign material may be a mixture of carboxylate, hydroxide, and protein. It was derived from body tissue, tap water, piping, and chemicals. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Regarding the handling of the actual item, the subject device had been already replaced with a new device. It is advised to the user facility to wait and see with the new device replaced. It is further suggested that the user facility inspect for any recent water construction in the peripheral area. Olympus will continue to monitor field performance for this device.